Event description:
Healthcare professional reported "left side deflation and exchange from textured to smooth". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b.5, d6b, h.6.